Event description:
On (B)(6) 2012, 3m espe was informed about a potentially adverse effect that occurred during the use of a 3m espe retraction capsule. During application the capsule split and parts of it get into the pt's throat. The parts could be removed with a cotton pliers without complications and no adverse health effect occurred. Additional info is unavailable to 3m espe at this time point.

Manufacturer narrative:
Method, results and conclusions: until the date of this report the product wasn't returned to 3m (B)(4). The dentist planed to send it this week. After receipt of the medical device it will be analyzed. The dentist indicated that it was difficult to extrude the material from the capsule, requiring more force than normal. That could be an evidence for a defective primary packaging or a deviation in the consistency of the retraction paste. More info will be available after the analysis of the returned samples. This product has been assessed for biocompatibility and has been found to be safe for its intended use.